Manufacturer narrative:
(B)(4). The device was received with the jaw detached from instrument and not returned. In addition the top of the I-blade fractured and lifted. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the damaged of the I blade. No yellow alert screens were displaying during testing. The missing jaw and I blade prevented the functionality of the device. It was unable to open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the patient had multiple adhesions on the anterior surface of her uterus. The surgeon attempted to take down the adhesions. She was able to get the jaws of the enseal on the first large one. The jaws activated the energy but wouldn't fully close on the first attempt. As she squeezed hard, the jaw popped off and the generator produced an error code. The broken jaw was retrieved with a grasper. There were no patient consequences. Case completed with another device of the same product code. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.